Event description:
It was reported that at implant the right ventricular lead's markers did not separate on deployment and that the helix did not extend appropriately during the implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.